Event description:
It was reported that while in the "angiographic room", the clinician flushed the extension tubing. There was a leak at the "point of the connection between the stopcock and the tubing." There were no reported pt complications.

Manufacturer narrative:
F/u report will be filed if add'l info becomes available.